Event description:
It was reported that during a thoracoscopic assisted lobectomy, it was found that a metal piece was left in patient when the x-ray was performed after the operation. The metal piece was removed. The echelon device, ligasure maryland and endogia device were used together and could not tell where the metal piece was from, so the complaint was reported to both companies. Manual override lever was not used at the operation. The distributor touched manual override lever after they received. The cartridge was not used. It was planned to be used, but there was a difficulty in use, so it was not used. The cartridge which was used has been discarded. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the join cover damaged, a piece of broken metal was received along with the sample, and with one reload loaded on the device. The reload was received unfired and with no apparent damage. In addition, one battery pack and the override panel were returned. During visual inspection, the piece of metal was about 4mm and one side had a broken surface. After further analysis, the articulation mechanism was noted to be damaged. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. When the joint cover of the device was removed, it was found a metal broken piece and it was noted to be part of the distal channel retainer. In addition, the device was totally disassembled to verify the internal components, and no other damages were noted. Accordingly, the small piece of broken metal returned along with the device does not belong to the actual device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the piece of metal did not belong to the returned device. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The condition of articulation is possible that an outside of the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the distal channel retainer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 259c92, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.